Event description:
It was reported that during a lap chole procedure, the handles were locking together causing the surgeon to have to pull them apart. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary - the analysis results for the el5ml instrument found that it was returned in good visual condition. The trigger had to be manually assisted to release the jaws. After releasing the jaws, the instrument fed and formed the remaining clips conforming, however, the device had to be manually opened after each stroke. The instruments locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.